Event description:
It was reported that a home IV pt had a power groshong fracture beneath the skin extending from the axillary vein to the pulmonary artery. When the PICC nurse removed the IV 3000 dressing, a 10 cm portion of the line dropped into the work area. The fracture was below the bifurcation and the remainder of the catheter was not visible or palpable. The pt was transferred to hospital where the catheter was removed without incident. It should be noted that the pt is a paraplegic and uses some form of a sling apparatus which aids in mobility and which goes under the arm around the insertion site.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.